Event description:
User reported false negative result. Positive by follow up test. Type or method of follow up test not specified.

Manufacturer narrative:
Section h6: type of investigation - code 11, 4102, 4105 has been added; investigation findings - code 213 has been corrected to 170; investigation conclusions - code 22 has been corrected to 143.

Event description:
User reported false negative result. Positive by follow up test. Type or method of follow up test not specified.

Event description:
User reported false negative result. Positive by follow up test. Type or method of follow up test not specified.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg.